Event description:
It was reported that the patient's neurostimulator worked until 2 months post implant. Impedance measured in (B)(6) 2010 indicated normal impedances on all circuits except electrode #2. Unipolar settings gave pain over the device site and bipolar settings were not available to the pt. The pt then had the tined lead and the extension replace in (B)(6) 2010. By (B)(6) 2010, therapeutic benefit was lost for the pt. The device was noted to have been turned on 9% of the time since (B)(6) 2010. The pt noted, the device was on per pt programmer. They also had discomfort over the device site. The patient's device was rebounded with another programmer and 4 new "modes" were set to evaluate their response. Three weeks later, it was noted that the pt no therapeutic benefit and had pain from the device system. It was noted they had to catheterize to drain the bladder. In (B)(6) 2010, the pt was reviewed in the clinic and impedances were normal. The system was noted to have been on 100% of the time sine last seen in (B)(6) 2010. The pt still had pain over the device site. The device setting was in the bipolar mode at this time. Testing in the unipolar mode also gave the pt at the device site. Add'l info was requested.

Manufacturer narrative:
(B)(4).